Event description:
Initial reporter indicated to our consultant that their (B) (6) handheld computer had a broken latch that held the battery in place. The latch had been misplaced and the battery had been misplaced since no latch to hold it in place and it was being used plugged into the wall since will not function without a battery unplugged from the wall. The product is being returned for product analysis.